Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 1998, product type: extension. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 1998, product type: programmer. Patient product ID: 3887-28, lot# l58413, implanted: (B)(6) 1998, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the cause of the event was that the stimulator had reached the end of service. The patient had not decided if they wanted to replace or remove the device. The patient was not hospitalized and there were no injuries noted.

Event description:
It was reported that the stimulator had not worked for "more than 10 years." It was stated that the stimulation was "turning off." Additional information was requested but not available at the time of the report.